Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that on (B)(6) 2004, the pt was implanted with a bard flat mesh during a pelvic procedure. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional info and if available, to request return of the device for evaluation. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2004 - pt was implanted with multiple pelvic devices including a bard flat mesh. The pt's attorney alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.